Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) was consulted, discussed that it appeared to be sinus tachycardia. A review of atrial tachy response (atr) episodes noted they were inappropriate due to noise or electromagnetic interference (emi). Ts suggested further testing. This ICD remains in service. No adverse patient effects were reported. Additional information was received, further atrial tachy response (atr) episodes were noted which appeared to be caused by noise, technical services (ts) was consulted, discussed possible troubleshooting options. This ICD remains in service. The right atrial (ra) lead is non-boston scientific. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) was consulted, discussed that it appeared to be sinus tachycardia. A review of atrial tachy response (atr) episodes noted they were inappropriate due to noise or electromagnetic interference (emi). Ts suggested further testing. This ICD remains in service. No adverse patient effects were reported.